Event description:
Journal reference: peak sh, han jh, lee jy, kim c, jeon bs, kim dg. Electrode position determined by fused images of preoperative and subthalamic nucleus deep brain stimulation. Neurosurgery. 2008;63(5):925-937. The electrode position is important to the surgical outcome after subthalamic nucleus (stn) deep brain stimulation (dbs). The aim of this study was to compare to the surgical outcome of parkinson's pts of bilateral stn dbs with the electrode position estimated using fused magnetic resonance imaging. Reportable event: one pt had a wound infection at the implantable pulse generator site the left subclavicular area. The infection was controlled with antibiotic therapy for 8 weeks. See mfger report # 2182207200808567.